Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for unspecified reasons. The patient contacted fresenius to report that the liberty select cycler was giving the sb supply bag lines are blocked during dwell 3 of their pd treatments. The patient reported they were at the hospital using the hospital cycler. Due diligence attempts were exhausted, but no additional information was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event.